Event description:
It has been reported to philips that the host computer was not booting up correctly. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The customer reported that the host computer was not booting correctly. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. Upon follow-up the customer confirmed that device is in good working order. The codes were updated based on the investigation outcome.